Event description:
Related manufacturer reference number: 3008452825-2018-00312, 3005334138-2018-00323. During a pulmonary vein isolation ablation procedure a pericardial effusion occurred. During mapping of the left atrium the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The analysis of the log files indicated the optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.